Manufacturer narrative:
The device manufacture date is not known. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: there was a hair inside of the sterile crossflow integrated cassette tubing package. Probable root cause: - manufacturing error - damage during shipment use.

Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: there was a hair inside of the sterile crossflow integrated cassette tubing package probable root cause: manufacturing error, damage during shipment, use error. The device manufacturer date is not known.

Event description:
It was reported that there was foreign material in the sterile packaging.